Event description:
The facility reported a colleague infusion pump which overinfused during biomedical testing. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.